Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high and elevated thresholds. The lead was later reported to be under suspicion of possible movement. The lead remains in use. The patient was a participant of the (B)(4) study. No patient complications have been reported as a result of this event.